Event description:
Info received indicates the nurse call inoperable from bed.

Manufacturer narrative:
The tech found broken wires inside the nurse communication cable. The tech replaced the communication cable to repair the bed.